Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 1100mg/dl. The caller stated that the customer had given himself a bolus of 8.3 units, and later she found him unresponsive lying on the couch. Then the paramedics were called. It was stated that she could not get the readings on the blood glucose meter, and when the paramedics arrived they could not get the reading on their machine either. It was mentioned that the paramedics found that the cannula was bent, and the insulin pump did not alarm no delivery. It was stated that the caller admitted that he inserted the infusion set incorrectly and the insulin was dripping out and not inside his body. Troubleshooting was not performed as caller requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.